Event description:
Dr was ready to start case had already made incision and pt was under anesthesia when unit went down. Unit had no signal to flat panel. Power search was done at facility and other various machines went down.